Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 03/10/2020. A manufacturing record evaluation was performed for the finished device vcp9373h; pjbccps0 number, and no non-conformances related to the reported complaint condition were identified. Additional h3 device evaluation summary: a suture needle was submitted for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure: n/a. What was the name of the procedure? C-section. What tissue was the needle used on? Uterus. Were x-rays performed to localize the needle fragment? No. Does the needle remain retained in the patient¿s tissue? Potentially. Clinical judgement was used and they felt that the piece of the needle broke as the user was grabbing the needle and pulling it through the tissue but grabbed the needle at the tip and not the body of the needle. They felt that the small fragment would have been sucked up by the suction device being used at the time to remove other fluids in the area. Was the needle piece removed from the patient during the initial procedure? No what is physician¿s opinion as to the etiology of or contributing factors to this event? Human misuse of needle. What is the patient¿s current status? Discharged with no health issues to date.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure  what was the name of the procedure? What tissue was the needle used on? Were x-rays performed to localize the needle fragment?  Does the needle remain retained in the patient¿s tissue?  Was the needle piece removed from the patient during the initial procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event?  What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle point broke during the procedure. No adverse patient consequence was reported. Additional information has been requested.